Manufacturer narrative:
A partial lead with the connector end measuring 23 cm was returned for analysis. Final analysis found that the external insulation was abraded at 8.2 cm to 8.3 cm from the connector pin which exposed the coil. The abrasion was consistent with exposure to constant friction against another implantable device. This likely contributed to the reported noise. All other damages were consistent with that occurring at the time of explant.

Event description:
It was reported that the patient presented in hospital for follow up. Upon interrogation, the right ventricular lead exhibited noise due to micro-fracture. The lead was replaced. The patient was in stable condition post procedure.